Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3887-33, lot# j0511374v, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had the implant put in (B)(6) 2015. The patient reported that the implant was located on his hip and they put the leads in his spine. The patient reported that he strongly believed the leads were not where they were supposed to because he had so much pain on the lower back that sometime he couldn¿t sleep. The patient reported that the ins was not doing any good; not vibrating his leg like it was supposed to and not sure if that is the right implant. The patient reported that his previous implant was fabulous and did not have any issues with it. The patient reported that he wanted his healthcare provider to check his implant and determine if the leads were on his spine and wanted a manufacturer¿s representative to be present also. The patient reported that he was in so much pain that sometimes he could not even move his waist. The patient reported that the ins was causing him pain and experiencing a burning sensation right where the leads are when he made certain movements. The patient reported that some days it goes away. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated already reported information. The patient stated one lead was placed at 12 o clock and one at 6 clock. Patient wanted to know if this was the reason for his pain. Patient stated he had an epidural with contrast and then might do an x-ray or MRI after. Patient will page manufacturer's representative for this appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.